Event description:
The caller stated getting 627 mg/dl, when she tested her husbands glucose three weeks ago. Her husbend passed out while testing and she called the paramedics. The caller stated that the paramedics treated her husband with dextrose. The caller was unable to provide additional info regarding the event.